Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal set up joint (suj) was analyzed and found in system logs, repeated error 30 were found indicating the set up joint (suj) proximal axes controller setup (acu) reported that the wheel was hit a maximum number of hardware (hw) errors thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patent side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. Isi received the da vinci product to perform failure analysis. The distal set up joint (suj) was analyzed and found in system logs, repeated error 30 were found indicating the set up joint (suj) distal act reported that the wheel was hit a maximum number of hardware (hw) errors. It was coupled with error 31199 indicating node ac_1b (distal) detected that the servo sync was unlocked thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The complaint regarding faults on arm 1 was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer distal joint (dsuj) and the outer proximal distal set-up joint (psuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, universal surgical manipulator (usm) arm 1 experienced multiple faults, but the site was able to recover each time. Specific error details were not available, and updated error logs had not yet been uploaded. The procedure was completed with no report of patient injury.